Manufacturer narrative:
The reported events of high pacing impedance, failure to sense, failure to capture, and fracture were not confirmed. As received, a complete lead was returned in one-piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes that loss of sensing and loss of capture noted on the lead.

Event description:
It was reported that during initial implant procedure, patient's new atrial lead exhibited high, out of range pacing impedance. Lead fracture was also noted. The lead was not installed and the procedure was completed using an alternate lead on (B)(6) 2023. There were no patient consequences.